Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device getting stuck was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the neuro-tip leg had been drilled into and the device overheated. It was further determined that the drilled neuro-tip leg was due to excessive lateral force placed on the device causing the drill to flex and to come into contact with the neuro-tip leg. It was determined that the damage was caused by user error. It was further determined that the overheating was caused by worn out bearings. The assignable root cause of the (neuro-tip leg had been drilled into) was determined to be due to user error and the cause of the (overheating) was due to worn out bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the craniotome device was getting stuck. It was further reported that the device was not connecting to the handpiece device as smooth as it once did. During in-house engineering evaluation, it was observed that the neuro-tip leg had been drilled into and the device overheated. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.